Manufacturer narrative:
Findings: pump received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, broken off and missing retainer ring, missing reservoir tube o-ring, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on battery compartment and loose reservoir ring. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.